Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to failure to osseointegrate 2 months and 11 days after implantation. The doctor indicated that local infection may have cased the implant removal. The patient has no significant medical history and will require an additional implant surgery.